Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an issue with mosaiq and would like to determine whether mosaiq or the customers alignrt system was at fault.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The customer reported an issue with mosaiq and would like to determine whether mosaiq or the customers alignrt system was at fault. Mosaiq will inform the user when the dose delivered by the linac does not match what was recorded in mosaiq. In addition, when opening the patient chart for the next treatment, the previous day's dose will be indicated in red. If the user ignores the warnings and the visual red indicators, the last treatment will inform the user that the total prescribed dose will be exceeded. This is not a delivery issue but a recording issue. This issue is not a risk and will not result in a poor clinical decision. The defect has since been fixed in version 2.64.289 (sp12).